Event description:
It was reported via repair work order that the unit would not go into neutral, potentially resulting in the unit being stuck. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the manufacturer's investigation it was determined that when releasing the steer mode, the brake/steer system will switch quickly to brakes. The unit does not stay in the neutral position and requires additional force to put the unit back into steer mode. This would require additional force for the unit to go into and out of the steer function. This is not likely to result in serious injury or death as the steer function could still be engaged and disengaged if needed and the unit would still be mobile if needed.

Event description:
It was reported via repair work order that the unit would not go into neutral, potentially resulting in the unit being stuck. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.